Manufacturer narrative:
Event date: not provided. Implant and explant date: not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting an intraocular lens (iol) in the right eye, the patient's posterior capsule bag would not support the iol. The iol was removed and a vitrectomy was performed. Apparently, a replacement iol was not placed at that time as the patient was left aphakic. The iol was discarded in the field. Additional information has been requested but not received.